Event description:
It was reported that a an unknown folfusor did not completely deliver its contents. The device was not fully empty at the end of a seven day infusion of fluorouracil (non-baxter product). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1965. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.